Event description:
It was reported to 3b medical, inc. Dba react health that a patient allegedly developed a burn on the bridge of his nose approximately ten months to a year ago ((B)(6) 2024). The patient advised that he was using a resmed airtouch n20 mask, not a react health mask. The device has not been returned to either react health or the manufacturer for an evaluation. React health reached out to the patient to obtain additional information, and his responses have been documented in section a. No further details about the patient or the event were provided. Page 20 of the luna g3 bpap 25a user manual advises the following: ¿warnings! - use only tubing and mask provided by react health.¿ [please note: the event was reported directly to react health by the patient. As a result, section e1 first and last name, as well as address 1, shall be left blank as it is protected health information (phi)]